Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [7206265] was not found for the reported catalog # [302143]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ syringe luer slip had foreign matter in the barrel. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd¿ syringe luer slip had foreign matter in the barrel. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one photo was received for investigation. 4 actual samples returned for investigation. Unable to perform batch history review as no batch number is available. The samples were subjected to visual inspection. No black marking was observed on the outside barrel of sample 1. The reported black marking on outside barrel may have been rubbed off during transportation or handling. A brown embedded foreign matter was observed on inner wall of syringe of sample 2. The embedded fm on the syringe barrel of sample 2 was sent for fourier transform infrared spectroscopy (ftir) test. The ftir result indicated the spectrum matches reasonably with that of cellulose-based material such as chipboards, paper, wood and similar materials. The molding process has been reviewed, no possible source of the cellulose-based material can be found. The most probable origin of the fm could be from the raw material plastic pallets. Communication sent to molding team for their awareness on the nonconformance. Missing stopper was observed on sample 3. The missing stopper have occurred during assembly of plunger. However, this defect could be rejected at the leak test station at the assembly machine. The nonconformance sample was challenged at the leak test station and was shown to be rejected. Bd will continue to monitor the complaint trend. Plunger not fully locked into the bottom position of the syringe barrel on sample 4. The sample 4 subjected to plunger breakout and sustaining force test per test procedure (B)(4). Result showed breakout and sustaining force is within the product specification. Hence, root cause could not be determined.